Manufacturer narrative:
(B)(4). Correction - femoral angiogram showed calcification present at the access site. Reportedly, the device was used in a calcified common femoral artery. The instructions for use, states: the safety and effectiveness of the prosar xl pvs system have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. Evaluation summary: the device was returned for evaluation. The reported event of failure to deploy the needles was confirmed. The reported event of difficult to insert the guide wire in the device was not confirmed as a .036 inches proxy guide wire was successfully inserted through the sheath of the returned prostar xl device without difficulty. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an interventional aortic prosthesis procedure, placement of the sutures were attempted in a common femoral artery with a prostar xl device using the preclose technique. Reportedly, the valve was difficult to cross with the short catheter introducer and was difficult with the rigid tip of a 0.35 guide wire. The needles were not aligned. There was difficulty with retrieving the needles. The needles deviated and 2 needles came out at the skin level. Needle back-down was performed. The needles were removed and the sutures were cut and removed. A second prostar xl device was used with the same results. The sutures of a third prostar xl device were successfully pre-placed. The sheath size used for the interventional procedure was 20f. When the interventional procedure was completed the successfully pre-placed sutures achieved hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure of more than 30 minutes. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostar xl device referenced is filed under a separate medwatch MFR number.